Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. The patient's father did not report any injury or medical intervention. No additional event or patient information is available.